Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports there was already a dent causing a spinal cord tear. Doctor complaining instrument is blunt. On (B)(6) 2015 customer reports, "dr was doing a l4-s1 decompression and laminectomy. A small tear was caused in dura (not the spinal cord) while he was operating. It was sutured immediately. No further complication after surgery. Doctor complained there is a chip in instrument which is causing injury. According to him, the chip was made because instrument is blunt.

Manufacturer narrative:
Integra has completed their internal investigation 06/26/2015. Results: the returned rongeur showing wears and bent/broken metal upper rail. During visually inspecting the instrument, it is noticed that the upper rail metal is bent back as it was used in a twisting motion. Previous evaluation from the supplier with the same issue states that the damage to the upper rail is indicative to improper usage of the instrument. A DHR will not be required at this time, due to the condition of the instrument reveals misuse. The complaint report is confirmed, damaged worn. DHR review was completed with all history available. Nonconforming product report/nonconforming material report history. There is no applicable nonconforming product report/nonconforming material report history. Variance authorization/deviation history: none. Complaint history: there are no associated complaints reported for this product/complaint in trackwise at this time. Conclusion: there was a rongeur, returned used/processed showing wears and bent/broken metal upper rail. The complaint report has been confirmed, the root cause has not been identified as a workmanship or material deficiency.